Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cr lip tibial bearing 10x63/67, catalog #: 183520, lot #: 074450; series a 3 peg standard 28x8, catalog #: 184762, lot #: 977440; polished finned tibial tray 67 mm, catalog # 141252, lot #: 2015080174. (B)(4). This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under PMA number k023546. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-02692.

Event description:
It was reported that following a knee arthroplasty, the patient underwent a revision due to instability and femoral loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.